Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 7 months post implant, the patient developed an infection at the pocket site. Antibiotics were provided. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted, and the right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.